Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow-up report.

Event description:
It was reported that the ventilator performed a restart during use on pt. After 8 seconds ventilation was continued with the previous settings. No injury was reported.

Manufacturer narrative:
The available information has been analyzed. Two error codes in the device log (70 0005 and 93 0005) were found, which point to a temporary communication problem between front processor and mainboard. The device internal monitoring detected the data incontinence and triggered a restart to restore the data base for ventilation. The restart is the specified behavior for the observed conditions. As the behavior was not repeated, it can be concluded that no hardware failure has caused the event. Also no software bug is known concerning this issue. During the restart, which needs less than 12 seconds, the patient system is opened to atmosphere to allow spontaneous breathing. Thereafter the ventilation is continued with the previous settings. The device posts alarm until the lower alarm limit for minute volume has been exceeded again. In the frame of our market observation this internal communication problem is a rare case and no further measures are planned.

Event description:
Please see initial report.